Event description:
Reference number (B)(4). Event occurred in united kingdom. It was reported that patient faced infusion set leakage at site on (B)(6) 2024. Patient blood glucose at the time of event was 22mmol/l. Patient took correction bolus via pump to address high blood glucose. Patient replaced infusion set and resumed insulin successfully. No further information available.